Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown when pain or breakage occurred. This report is for unknown screw/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a scheduled revision surgery on an unknown date for hardware removal of a synthes (temporary) unknown screw which was found to be broken via x-rays in (B)(6) of 2016 due to pain and stress. One of the four unknown screws is to be removed at a later time, as it was implanted for temporary reasons to correct the bone for healing. This synthes (temporary) unknown screw was inserted through the fibula and into the tibia. The broken synthes (temporary) unknown screw required the patient to have a more invasive procedure for removal. The patient broke his fibula (unknown side) in (B)(6) of 2016 (original implant date) which required four unknown screws, one being the synthes temporary unknown screw. It was reported that the date of the initial surgery was (B)(6) 2016, castle rock adventist hospital and the revision surgery was on (B)(6) 2016, at rocky mountain surgery center. Any additional information is not available at this time. This complaint involves one device. Concomitant devices reported: unknown screws (part and lot #'s are unknown, quantity of three). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned to synthes manufacturer for evaluation /investigation. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.